Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with chest pain and it was noted that the right ventricular (rv) lead bipolar impedance had increased. The lead remains in use. No further patient complications have been reported as a result of this event.